Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. An infusion set site change was performed and an additional occlusion alarm occurred. Customer experienced an elevated blood glucose (bg) level between 540-541 mg/dl and 3.8 mmol/l ketone level and was admitted to the hospital. Customer received an insulin drip as treatment. Customer was released from the hospital the following day with no permanent damage and the issue resolved.